Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and moderately calcified peroneal artery in the lower leg. A 5.0x220x150 sterling balloon catheter was advanced for lower leg extremity procedure. During the procedure, the balloon was first inflated to a pressure of 12 atmospheres and after 30 seconds the balloon burst. The physician took out the device from the patient in one piece without any fragments left, and the procedure was completed with a ranger drug-coated balloon. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and moderately calcified peroneal artery in the lower leg. A 5.0x220x150 sterling balloon catheter was advanced for lower leg extremity procedure. During the procedure, the balloon was first inflated to a pressure of 12 atmospheres and after 30 seconds the balloon burst. The physician took out the device from the patient in one piece without any fragments left, and the procedure was completed with a ranger drug-coated balloon. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 44mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.